Event description:
It was reported that a syringe component "shattered."

Manufacturer narrative:
It was reported that a syringe component "shattered" during use by a surgeon and that a piece of the syringe "almost went into his hand." No death, serious injury, medical intervention, follow-up care, or other adverse patient/health impact has been reported to the manufacturer. An unpackaged and unused syringe was received for evaluation and no damage was seen on the physical device. The reported problem/issue could not be confirmed with the returned sample and a definitive root cause could not be determined. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.